Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal vip device patients information guide states that the patient is to modify activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
After successful deployment of an angio-seal vip closure device the patient was discharged. It was noted that the patient performed activity, including jumping and later was rehospitalized where a pseudoaneurysm was diagnosed. Hemostasis was achieved with manual compression.